Manufacturer narrative:
E1i event site telephone: (B)(6) additional information will be provided following the conclusion of the investigation.

Event description:
On 6th may, 2024 getinge became aware of an issue with one of surgical lights - lca 50. It was determine that the issue from the complaint is not safety and risk related. Then on 6th june further information was provided by getinge technician following the visit at the customer site and device evaluation, it was found that 4 bolts were replaced, one was already broken off. Photographic evidence indicated that fixing screws holding the device main tube were affected parts, also paint and label were damaged with missing particles on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury, also as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 6th may, 2024 getinge became aware of an issue with one of surgical lights - lca 50. It was determine that the issue from the complaint is not safety and risk related. Then on 6th june further information was provided by getinge technician following the visit at the customer site and device evaluation, it was found that 4 bolts were replaced, one was already broken off. Photographic evidence indicated that fixing screws holding the device main tube were affected parts, also paint and label were damaged with missing particles on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury, also as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 6th may, 2024 getinge became aware of an issue with one of surgical lights - lca 50. It was determined that the issue described within the complaint is not safety and risk related. Then on 6th june further information was provided by getinge technician following the visit at the customer site and device evaluation, photographic evidence indicated that paint and label were damaged with missing particles on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454 mechanical problem/detachment of device or device component//2907 material integrity problem/break/fracture/1260 corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454 previous h6 component codes: mechanical/coating material//4768 mechanical/fastener/screw/568 mechanical/label//862 corrected h6 component codes: mechanical/coating material//4768 mechanical/label//862 according to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 6th may, 2024 getinge became aware of an issue with one of surgical lights - lca 50. It was determined that the issue described within the complaint is not safety and risk related. Then on 6th june further information was provided by getinge technician following the visit at the customer site and device evaluation, photographic evidence indicated that paint and label were damaged with missing particles on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. On 6th may, 2024 getinge became aware of an issue with one of surgical lights - lca 50. It was determined that the issue described within the complaint is not safety and risk related. Then on 6th june further information was provided by getinge technician following the visit at the customer site and device evaluation, photographic evidence indicated that paint and label were damaged with missing particles on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).